Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a high heart rate in the 130-160 range which was above the upper programmed rate and pacing spikes were noted. It was also noted that there was intermittent atrial oversensing and undersensing on stored episodes and the current electrograms (egm). The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a high heart rate in the 130-160 range which was above the upper programmed rate and pacing spikes were noted. It was also noted that there was intermittent atrial oversensing and undersensing on stored episodes and the current electrograms (egm). The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.